Event description:
A nurse contacted lfs on (B)(6), 2010 alleging the patient's lancing device did not retract. The nurse mentioned that at the clinic, she was showing a patient on how to use their new one touch ultra mini meter on (B)(6), 2010 . She mentioned that the patient tested his blood glucose and when she went to remove the lancing device cap, the lancet did not retract and she accidently stuck herself with the used lancet. The clinic ran a blood panel on the patient per their hospital procedure and the nurse also had her blood panel tested in the ER as well. The patient's result came up (B)(6) positive. The physician mentioned to the nurse that they would have to run a blood panel on her in 3, 4, 6 and 12 months. The lancing device was replaced. The complaint is being reported since the hcp mentioned that due to the alleged issue with the lancing device, she accidently pricked herself with the used lancet,which was used by a patient who came up positive for (B)(6).

Event description:
Customer reportedly received results of 516 mg/dl and 212 mg/dl within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).